Manufacturer narrative:
(B)(4). The patient reported that her problems have not ended. She stated that she still has half the sling implanted which causes her terrible distress.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Manufacturer narrative:
It is reported that after sling implantation the patient experienced pain, erosion of her internal tissues and has undergone additional surgeries and revisionary procedures. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent sling implantation concurrent with lavh/bso, intraperitoneal colpopexy (uterosacral vaginal vault suspension), cystoscopy and rectocele repair to treat pelvic organ prolapse and stress urinary incontinence. Due to pain, rectocele and suture granuloma the patient underwent uterolysis, takedown of transobturator sling, vaginoplasty, repair of sacrospinous ligament fixation and cystoscopy bladder wall distention on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4): the patient underwent a surgical procedure on (B)(6) 2011 for removal of the sling, vaginal wall anomalies, rectocele.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. (B)(4).

Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2010. The patient experienced a rash, prolonged pain, inability to have sexual intercourse, urinary retention, urgency, and pain with urination. The patient underwent an additional surgery in 2011 and part of the mesh was removed. The patient stated that additional surgery and therapy may still be needed.